Event description:
It was reported that the fiber cap was damaged during the procedure. There was no reported injury to the pt.

Manufacturer narrative:
(B)(4). Failure analysis disclosed that the metal cap was detached and returned. The glass cap shows signs of devitrification, fiber melted at open end of metal cap output window. The glue has heated to the point of burning causing the glass cap/fiber to become loose within the metal cap, the metal cap has detached. The outer flow tube shows minimal signs of damage at open end of fiber attachment to metal cap area. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber and accelerating wear out of the cap. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.